Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: mach. The device was not returned. The inability to cross the lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system or the stent implant, interactions with other devices, or accessory device support, and is not generally associated with a product quality deficiency. In addition, potential factors that can affect stent movement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. Although the return of the vision stent delivery system (sds) may have aided in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to difficulties experienced. Additionally, the lesion was moderately tortuous, moderately calcified and 90% stenosed, which may have contributed to the failure to advance and stent movement. It was also reported that force was used to in attempt to advance the sds. It should be noted that the vision instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Continuing to advance or retract the catheter may result in damage to the vessels, separation or damage of the catheter, tip separation or damage and / or stent damage or dislodgement. In this case, the stent likely interacted with the tortuous and calcified lesion during advancement such that as force was applied against resistance, the stent became disrupted on the balloon and moved as a result. Based on the reported information, the reported failure to advance and stent movement appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca), with moderate tortuosity and moderate calcification. After pre-dilatation, the vision stent delivery system (sds) was advanced, but became caught in the proximal rca. Force was used to advance the sds; however, it was noted that the stent moved on the balloon. The sds was removed from the patient and the stent was observed to have moved proximally on the balloon. A new 3.0 x 18 vision stent was used to complete the procedure. There were no adverse patient effects reported. Though requested, no additional information was provided.